Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the autopsy was completed the day before the call. The cause of death is still unknown; there are other things involved - possibly alcohol - but the customer's blood glucose levels were haywire. The caller noted that the customer was having kidney issues the last time she saw her doctor. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.